Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 26mm sapien 3 ultra valve, the valve and delivery system would not pass through the 14f esheath at the strain relief/partially expandable section upon insertion. The team noticed significantly higher push forces than normal. The hypothesis was the frame of the valve was stuck on the posterior aspect of the sheath. Some accordioning of the partially expandable portion of the esheath was noticed. The team decided to remove the sheath, valve and delivery system and implant a new sheath, new commander and new valve. The procedure was completed without issue and free of complications to the patient. Per additional information provided by the fcs, there was no difficulty inserting the sheath into the patient, the expansion tool was used and the loader was fully inserted in the sheath/sheath housing. The patient had mild tortuosity, mild vessel calcification and a minimum luminal diameter of 7.5mm. Per photos provided the valve stent strut was bent and protruding through the sheath tearing the strain relief.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Review of imagery provided, two struts appeared to be bent outwards. Frame damage was confirmed based on provided imagery. Available information suggests procedural factors (high push force) likely contributed to the event as reported. As reported, ''the valve and delivery system would not pass through the 14f esheath at the strain relief/partially expandable section upon insertion'' and ''the team noticed significantly higher push forces than normal.'' High push force can lead to the valve struts interacting with the sheath shaft and result in strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.